Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record and complaint history of the reported device could not be performed since there was no lot number provided. The investigation determined that the reported difficulties appear to be related to circumstance of the procedure. Based on the reported information, it is likely that manipulation of the device during retraction likely caused the retrieval catheter to interact with the previously implanted stent resulting in the difficulty to remove. Additionally, the treatment appears to be related to the operational context of the procedure as the physician used a sheath to direct removal of the retrieval catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a stenotic lesion in the left internal carotid artery with no tortuosity and moderate calcification. Post stenting procedure, the filter of a small nav6 emboshield embolic protection system (eps) was fully retrieved by the retrieval catheter; however, on attempted removal of the retrieval catheter, resistance with the implanted stent was met. An unspecified sheath was advanced to direct the removal of the retrieval catheter and all devices were removed successfully as a single unit. There was no reported damage to the unspecified stent. There were no reported adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.